Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged the rack push out mechanism did not work smoothly and when a sample rack was pushed out onto the rack table, the rack tilted and started shaking which led to the serum material being spilled. There was no allegation of any actual erroneous results being generated due to the issue. There was no allegation of any adverse event and no allegation of any exposure of the operator to potentially infectious material. Investigation of the event determined a gap between the conveyor belt and the rack tray table may cause vibration of the 5 position racks during the transport. The rack vibration can be easily visually detected by the operator of the output unit. This issue has led to sample spillage, posing a potential risk to operators of the device due to exposure to potentially infectious material. Relevant medical risk for trained operators is unlikely, since appropriate handling of sample spillage is described in the operator¿s manual. This issue can also lead to potential cross-contamination of samples in the affected racks. The output unit is intended to store the racks from the connected analyzers. It is possible that the samples could be taken from the output unit for further analysis. In such cases, cross-contamination because of the spillage could lead to erroneous increased or positive results. The extent of bias cannot be assessed. Relevant medical risk cannot be entirely excluded. One complaint has been reported which involved 2 systems out of 74 active systems. An adjustment procedure which resolves this issue is already available. All systems affected will be adjusted by a roche field service representative and the adjustment procedure will be implemented within the service manual.

Manufacturer narrative:
Further investigation found the issue was possibly due to rack vibration during transport. A modification kit consisting of hardware changes and a new software version was developed and is a mandatory update.

Manufacturer narrative:
The customer reported the issue is occurring again. It was unknown if there were any erroneous results generated. There was no allegation of an adverse event.